Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening when establishing final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced to the mitral valve and the clip grasped the leaflet. Establish final arm angle (efaa) was performed; however, the clip opened. Efaa was tried 4 times, and failed each time. The cds was removed without difficulty. The procedure continued with deployment of three clips, reducing the mr from grade 4 to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The results of the returned device analysis couldn¿t confirm the reported unintended movement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na